Event description:
Cart was being used to transport pt. Bolt broke on wheel of cart, tipping and throwing pt to floor. Cart rolled on top of pt. Physician called, checked pt, ordered x-rays. Today (12/6/94), pt's husband called to say pt has been in pain since incident and dr discovered left clavicle fracture.